Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Over infused. High volume infused- (B)(6) 2017 14:19:06. (B)(6). The customer reported that at 10:54am a secondary infusion of levetiracetam (500mg/167 ml) was to infuse at 83.5m/l for 2 hrs .the maintenance line was set for 50ml/hr. But was clamped off. At 11:13 am the nurse noted the secondary bag was emptied. There was no report of patient harm.

Manufacturer narrative:
Correction on initial report: the customer¿s report that levetiracetam infused faster than expected was not confirmed. Physical inspection noted the device to be in good condition with no issues observed. Review of the pcu event log showed that on (B)(6) 2017 at 10:53 am, the device was programmed for a basic secondary infusion, with a rate of 83.5 ml/hr and a vtbi of 167 ml. At 11:08 am the infusion was paused. At 11:10 am, the infusion was paused again. At 11:12 am the user checked the infusion duration. At 11:13 am the user channeled off the module. The calculated secondary volume infused was 20.0892 ml. Rate accuracy testing was performed and the device was found to be operating within specifications. During testing no periods of unregulated flow were observed. The root cause of the customer¿s report was not identified.